Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The most distal stent strut row was damaged; struts were lifted and pulled distally. The od (outer diameter) of the undamaged section of the crimped stent was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified mid to distal right coronary artery (rca). A 2.25 x 38 synergy¿ drug-eluting stent was advanced but had difficulties crossing the lesion. The device was removed from the patient's body and the distal part of the stent was found to be lifted. The procedure was completed with another 2.25 x 38 synergy¿ drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified mid to distal right coronary artery (rca). A 2.25 x 38 synergy drug-eluting stent was advanced but had difficulties crossing the lesion. The device was removed from the patient's body and the distal part of the stent was found to be lifted. The procedure was completed with another 2.25 x 38 synergy drug-eluting stent. No patient complications were reported.